Event description:
User alleged that the device "was giving "err" [and the user] couldn't see the number next to it. [User] had already been given a replacement. [User] insisted on having device replaced."